Event description:
A copy of mandatory report was received from the user facility. The report indicates the device was placed in 2002 on a patient who was involved in a motor vehicle accident in september, 2002. The patient sustained injuries to their head which included bibasilar skull fracture, frontal contusions and diffusely swollen left hemisphere of the brain with a glasgow coma scale of 4. An emergency placement of intracranial pressure monitor and ventriculostomy was performed in 2002. Immediately upon placement, a burst of pink tinged cerebrospinal fluid was observed when drain was inserted. Initially the intracranial pressure with the drain closed was >50. While mmoving the patient from the cart to the bed following a computed tomography, the ventriculostomy, intracranial pressure probe became dislodged. The physician was notified. The bolt was prepped with alcohol and new ventricular drain and intracranial pressure monitor was placed.